Event description:
It was reported that the patient came to the emergency room with diaphragmatic stimulation that was consistent with right ventricular pacing. The device was reprogramed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (B)(6) 2013. (B)(4).